Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the balloon was inflated to 15mm, it would not deflate. The balloon was inflated to 18mm, dilatation was completed, but then the balloon would not deflate at all. The device was removed with the balloon inflated and the catheter was cut to remove it from the scope. No visible issues were noted to the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.